Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl due to the threshold suspend feature activating inappropriately. Troubleshooting was declined due to the false low on the sensor. The insulin pump was not returned for analysis.